Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for failed back surgery syndrome reported the recharger antenna cord was frayed so the recharger was unable to power up. It was further reported the recharger "went bad" because the screen would flicker and not start a recharge session. It was confirmed the recharger didn't get wet. No out of box failure was reported. After the consumer received a new recharger they were still unable to charge the implantable neurostimulator (ins) so they suspected there was a problem with the battery. An appointment was scheduled with the healthcare provider (hcp) for the following month, but they were going to call to see if they could get in sooner to have the battery checked. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.